Event description:
Patient's daughter reported the nebulizer the patient has is not working. Replacement scheduled. Lot and expiration date are unknown. Missed dose reported. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.